Manufacturer narrative:
The device was not received for evaluation; therefore, a device evaluation could not be performed. To address the reported issue, a replacement part was sent to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the green door of an exactamix main module ¿keeps popping open¿, and that the magnet had fallen out. There was no patient involvement. No additional information is available.